Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device wouldn't fit through the wire and was removed. It was further reported that the device was fractured. There was no reported patient injury.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Upon receiving additional information with the return of the device on (B)(6) 2018, this event was reassessed and determined to be not MDR reportable. However, an initial MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification.

Event description:
It was reported that the wire would not fit through the catheter and was removed. There was no reported patient injury.

Event description:
It was reported that the wire would not fit through the catheter and was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerport ti slim, with 6f chrono catheter kit was returned for evaluation. All components were returned except the introducer needle. All components appeared clean and unused. The peel-apart sheath was returned unpeeled. The catheter was advanced over the guidewire without any resistance noted. Therefore, the investigation is unconfirmed for the reported guidewire/catheter fit issue. Although the event was reported as an issue with the guidewire fitting through the catheter, it is possible that the fit issue involved a different component, as the components were returned unused and the peel-apart sheath had not been peeled. However, the introducer needle was not returned to fully test the guidewire's fit with the kit's components. As a result, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The initial complaint appeared to be a reportable occurrence. Upon receiving additional information with the return of the device on 10/19/18, this event was reassessed and determined to be not MDR reportable. However, an initial MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification.